Event description:
Abdominal transplant surgeon was performing a liver resection in the operating room, he fired the covidien endo gia ultra short stapler with a 60/tan load on it several times. After firing it several times, the handle would not fire, it would close and lock, but the entire handle would lock and would not allow the load to be fired. A new load was tried on the handle and it still would not work. A new handle was opened and it successfully fired the first time, then the same issue occurred as it was tried with a new staple load to be fired a second time. A third handle was opened and the same thing occurred as with the second and first handles. This happened at a critical time during the case, as the liver was being resected. A manual resection was completed. The handles were isolated and removed and the nurse manager was called to the operating room. The surgeon showed the nurse manager the issue with all 3 handles locking. All three handles were removed and placed in red biohazard bags along with their packaging. All of this was hand delivered to the operating room materials management for further investigation. Manufacturer response for covidien endo gia ultra short stapler with a 60/tan load, covidien endo gia ultra short stapler with a 60/tan load (per site reporter): the covidien rep came to the hospital and inspected the equipment. The vendor, went into the operating room and thought the stapler was being loaded incorrectly (yellow strip protector was removed before inserting into the handle). He showed the scrub and the surgeon nuances of correctly loading. The staple loads were from 3 different lots.